Event description:
The customer reported via phone call that the insulin pump alarmed button error. She also reported experiencing high blood glucose as well. The customer's blood glucose reached as high as 540 mg/dl on the day prior to the call. She stated that she had a cold and did not know whether that contributed to her high blood glucose. The customer's blood glucose was 388 mg/dl when the insulin pump alarmed button error. She stated that she thought that the device had not delivered insulin properly for the last few days. She stated that she had increased her bolus and basal rates to compensate for the button error issue. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.